Event description:
It was reported a leak occurred. A 24mm watchman flx left atrial appendage (laa) closure device was implanted on (B)(6) 2021. At the six week follow up, it was noted that the patient had a 3mm leak. The physician opted to use a non-boston scientific coil to close the leak. The physician reported after this intervention, the leak was gone. The patient was discharged.